Event description:
Date of complaint: the issue was identified by a customer while testing a software update in their test sys and confirmed to be a potential pt safety issue by meditech on (B)(6) 2011. Description of complaint: when antibody screen interpretation results are sent via an instrument interface, reflex orders (a method to automatically trigger another order under user-defined criteria) based off of this interpretation result are not triggering appropriately. In the most severe of cases, this means that potentially a positive antibody screen would not have an antibody identification test performed, when attached as a reflex order to the antibody screen test. If the appropriate reflex of an antibody identification test is not automatically triggered from a positive antibody screen, this could possibly result in those antibodies never being identified. This could potentially lead to an unsuitable unit being transfused to a pt, and may cause a transfusion reaction. This issue exists only for those customers that are filing antibody screen interpretation results directly from an instrument interface. Those customers that are not using their interface to file antibody screen results would not be affected. When the user enters antibody screen results manually, the appropriate reflex orders are triggered based on the antibody screen interpretation results. There were no reported injuries from this incident.

Manufacturer narrative:
Device available for eval: the blood bank software and database at the customer location is available to meditech staff through a secure vpn connection. The customer site has two separate databases with the same version of software: a test database used for research, testing, and verification; and a live database used for recording the daily operations of the hospital's blood bank. Meditech maintains controlled testing environments for the customer version as well as for all versions of blood bank standard software. Eval of malfunction: after investigating the issue reported by the customer for magic 5.63 in MDR 1222805-2011-00004, meditech performed add'l in house testing and determined that the same issue affects client server. Investigation of the software in meditech's controlled testing environment found that the malfunction resulted in a unit with a positive antibody screen without an antibody identification. The error only occurs when using the instrument to result antibody screens and the blood bank software version is client server release 5.65 or higher. Software correction: meditech has modified the software for clienter server release 5.65 and higher to ensure that the appropriate reflex orders are added based off of the antibody screen interpretation results in all cases. Meditech has evaluated the device after corrections were made and determined the software is working as intended. The following workaround has also been provided: in the analyzer result transmission screen, if the user notices that the reflex has not been automatically evaluated, they can manually add on the antibody identification test. Notification and distribution: beginning on (B)(4) 2011, meditech distributed a notification to customers who are live with meditech client server blood bank release 5.65 and higher. This notification was made via e-mailed task updates that can be printed by the customer. Task updates sent via e-mail are immediately transmitted to the customer. Code changes are being provided to all customers who could be impacted beginning on (B)(4) 2011. Meditech has notified all blood bank customers using an interface with a bbk instrument that is capable of running antibody screens. Code changes are being provided to all customers using such instrumentation. Correction report 1222805-07/06/11-005-c, CAPA report #(B)(4).